Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a farawave catheter was selected for use. During the procedure the farawave catheter had been used for ablation on the cavotricuspid isthmus (cti) line. After completing the cti ablation, mapping was performed with the non boston scientific catheter, at which point the st elevations were observed and the patient developed ventricular tachycardia. An interventional cardiologist evaluated the situation and confirmed that none of the coronary arteries were injured. The procedure was then able to continue without any further issues. The device will not be available for return.